Event description:
It was reported by the customer that the hand piece would not activate. No patient involvement.

Manufacturer narrative:
(B) (4). (B) (4). The hand piece was tested on a generator and found to be functional. The hand piece was disassembled, a torn acoustic isolator was found in the instrument. Due to this condition, it may lead for activation issues to occur